Event description:
Event determined to be reportable based on device analysis. It was reported that during a drug-eluting stenting procedure of the mid left anterior descending (lad) artery, the taxus liberte 28mm x 3.00mm stent delivery system (sds) was unable to cross the lesion. The device was removed; however, it was not known how the procedure was completed. No patient injuries or complications were reported. The patient's status is reported as "good." Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed stent damage. The damage was found on the fourth row from the proximal end. Some of the struts were misaligned. A review of the device history record (DHR) for this batch number found that the device met its material, assembly, and product specifications. The most probable root cause was unable to be determined.